Event description:
The user facility reported that during multiple patient procedures which included use of the defendo - olympus valve kit, the tissue sample got stuck in the biopsy valve when removing the forceps from the biopsy valve resulting in a procedure delay. No report of injury.

Manufacturer narrative:
The customer has not returned any product for investigation and a lot number of the device subject of the event was not provided. Without a returned device, the root cause cannot be determined. Medivators quality tested 10 biopsy valves from current inventory and no issues were noted. No other issues have been reported.